Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. There was liquid contamination on the computer/analog (ca) and battery board and the power supply was defective. The cause for the failure was isolated to the contaminated ca and battery board and defective power supply. The root cause for the contamination was ingress of an unknown liquid. The root cause for the defective power supply could not be positively identified. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor returned a battery charger/modem indicating that it would not power on.